Event description:
It was reported a filter did not open following deployment via a jugular approach and immediately migrated to the pulmonary artery. The filter remains in the pulmonary artery. The pt's condition is fine and to date no further action has been taken. This device remains implanted. Therefore no failure analysis will be available. Follow up indicated flushing was not performed prior to deployment and may have contributed to this event. Directions for use state: "the introducer catheter must be flushed through the flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure. Insuffucient flushing can allow thrombus formation inside the vena cava filter which can bind the legs and prevent complete opening upon release... Confirm locations of the carrier capsule by injecting contrast through handle of the introducer catheter.. Do not attempt to move or manipulate and engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."